Manufacturer narrative:
Reported event. An event regarding mechanical failure involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: the field service engineer reported: work performed: was not able to duplicate any noises or shaking of robot arm. Made adjustments to j5 and j6 transmission cabling and verified that all other joints transmission cable tensioning was within nominal ranges. Assured that each joint motor was operating as intended and passed all tests. Inspected each joints cabling, wiring, bump stops for any damage. Ran all required testing and received passing results. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records for rob915 was accepted into final stock on 05/10/2019. No non-conformances were identified during inspection. -complaint history review: a review of complaints in catsweb and trackwise related to p/n 219999, rob915 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Case number: (B)(4): mps reported arm shaking and making noise during tibia cut. Mps had no issue with other cuts. Confirmed good robot and camera placement. Already spoke to fse. Requested logs. Update: "right side, approximately 2 minute surgical delay. Tka".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps reported arm shaking and making noise during tibia cut. Mps had no issue with other cuts. Confirmed good robot and camera placement. Already spoke to fse. Requested logs. Update: "right side approximately 2 minute surgical delay tka"